Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. If additional information is later obtained, the complaint will be reopened.

Event description:
The customer states the touchscreen on the unit is not working properly. Not responding to touch. The customer reported that the unit was not in use on a patient. The customer contacted product support and advised the customer on how to perform touchscreen calibration. The customer attempted to perform touchscreen calibration. The unit failed calibration. The unit is giving a bad touch error. Product support advised the customer that this indicates a bad touchscreen and recommended replacing touchscreen and provided the part number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per program director of respiratory therapy, the machine is used for simulation/educational purposes only. The touchscreen was replaced, and the machine is back working properly.